Manufacturer narrative:
The hill-rom technician found the left foot brake caster not holding most likely due to normal wear and tear. The technician replaced the foot brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating that the left foot brake caster not holding. The bed was located at a hill-rom service center not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).